Event description:
It was reported that during posterior lumbar interbody fusion (plif) revision case at l4-s1, the ratcheting mechanism on the ratchet t-handle broke during screw removal. All broken pieces were retrieved. Another t-handle used to complete the procedure. The t25 stardrive shaft and the stardrive screwdriver shaft stripped during screw removal. Another set was used to complete the procedure. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the part was received broken and could not be tested for the complaint condition which stated, the ratcheting mechanism on the ratchet t-handle broke during screw removal. The lot met dimensional, material, and hardness specifications. The complaint condition is not related to the manufacturing process. Based on the evaluation performed and the unknown cause, this complaint is deemed indeterminate from a manufacturing perspective. A review of the device history record did not show conditions that could have contributed to the reported event. Product development evaluation reveals, the instrument became separated into two pieces. The stainless steel quick-coupling / ratcheting mechanism sub-assembly is broken, with the sub-assembly unthreaded entirely from itself. The ratcheting mechanism sub-assembly remains attached to the silicone handle sub-assembly, while the quick-coupling mechanism sub-assembly has become separated. The internal shaft appears to have sheared at the location of the assembly threads, in a manner consistent with an excessive torque application. After inspection, it was determined that an attempt was made to loosen a locking cap using the non-torque-limiting handle. This allowed the application of torque greater than the recommended 10 nm, causing the instrument to experience forces above the intended design limits. These excessive forces resulted in the torsional shearing of the internal shaft, and the instrument's subsequent disassembly. The matrix technique guide as well as other product support information fully illustrates the proper method of tightening / loosening a matrix locking cap using a 10.0 nm torque-limiting handle. In order to cause a t25 driver to exceed its yield strength, torques in excess of 15 nm must have been applied. Since the parts returned were stated to have been used during locking cap adjustment, the damaged ratchet handle must have been utilized in a manner inconsistent with the recommended technique. Therefore, the complaint is considered invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.